Event description:
It was noted by the patient's family that they had declined to replace the vns, once it had reached normal end of service, due to the dysphagia the patient experienced in 2011. No additional relevant information has been received to date.

Event description:
It was reported by the patient's speech pathologist that the patient had "severe oral dysphagia"; the patient also reportedly coughed what she ate. The patient had been admitted to the hospital for aspiration pneumonia, confirmed with a barium test. The mother believed that some of the issues could coincide with a fall the patient experienced. The mother later indicated that the patient was "seriously ill." The patient was admitted to the hospital for chest pains, which was later diagnosed as pneumonia with aspiration into the lungs. The patient's muscles in her throat had weakened. Consequently, when she swallows, the matter goes into the wrong pipe, causing aspiration into the lungs. The patient's mother stated she had searched and saw that the vns may be causing some of these issues. The patient may have a tube placed due to the issues she is having. Later information from the patient's speech pathologist indicated that the patient's swallowing problems were the same when the device was on and off. The therapist stated she could not state whether the device was causing the swallowing issues, just that the issues were not made worse with stimulation. The mother again told the manufacturer of her daughter's issues. She stated that she could not say the vns was the cause of the problem, but that it could be a cause. The patient recently was not able to stand, was lethargic, and her head was going to one side. Also, the patient was not able to find objects 6 inches in front of her. Additional information from the patient's parents showed that for the past two years, the patient had had problems with choking, aspiration, fainting, low blood pressure, and pneumonia. They had initially believed these issues were due to ongoing dental issues, but after research on vns, they had conducted on their own, the vns may cause these issues. The father of the patient stated the settings had been decreased by 0.25 ma every month, but they were afraid to disable the vns. The patient's last known settings and diagnostics show proper device function. Attempts for further information have been unsuccessful to date.